Manufacturer narrative:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event.

Manufacturer narrative:
Information was received via user facility number (B)(4).

Event description:
It has been reported that following a total knee arthroplasty, the patient underwent debridement and revision of the polyethylene liner. The patient tested positive for infection.